Manufacturer narrative:
Product will not be returned. It is being retained at the hosp per hosp policy. Device MFR date is unk. Eval is pending upon the return of the product.

Event description:
In 2009, the sales rep reported that during a revision surgery for pain, when the surgeon opened the pt it was noticed that the screw had broken through the pedicle. The surgeon had a hard time explanting the construct. One of the drivers, one of the prongs broke into the screwhead. The pieces did not fall into the wound since it stayed in the screwhead and the surgeon explanted the screw. The second screwdriver was stripped from attempting to explant the closure tops. The original surgery was about one month prior, a 2 level construct. It was difficult to explant the rod and screw. The surgeon had to cut the rod with a saw in order to explant the rod and screws on one side. The other side of the construct was left in the pt since it was difficult to explant. The screws that were explanted will not be returned since the hosp policy is to keep them. The surgeon was attempting to extend the construct to a 3 level but was not able to, since he could not explant the one side of the construct. The sales rep reported that during the original case, the closure tops were over torqued far down into the tulip head and they looked sunken in and not flush with the tulip head. There was a surgical delay of 20 minutes.